Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. Product ID a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number of the pump and pump implant date was provided. The healthcare provider used the clinical programmer to connect with the patient¿s intrathecal pump and were able to take the first reading off the pump. They were then able to make changes and were able to then program a personal therapy manager (ptm) for the patient. However, during the telemetry process the device forced a close and would not let them continue. They believed the error message may have said pump memory error; however, the healthcare provider was uncertain of this. It was described that the alert was in red writing. They re-interrogated the device which would not allow them to program the ptm. However, it appeared to be partially saved from the first attempt as the refill date had changed. They tried this approximately three times and on every occasion they were unable to update. They then used the second programmer and interrogated the device and found the same issue. They remedied this by disabling the ptm function. They then set up a new ptm and this seemed to work. They were able to set up the patient's communicator and ptm device after this. It was indicated that the ptm was not the problem in this case but they questioned if the issue was with the clinician programmer or perhaps an issue with the pump. The healthcare provider did not read the logs so did not have this data. The pump administered morphine sulfate (concentration: 10 mg/ml, dose rate 1mg/day) and bupivacaine (concentration 20 mg/ml, dose rate 2 mg/day). The ptm dose was morphine 0.15 mg and bolus lock out was 20 minutes. The dose restriction interval was 2 / 4 and 8 bolus¿ 24hrs bolus. The ptm serial number was (B)(6). It was further reported that the clinical programmer which was the issue was ¿programmer 3¿. They then replaced it with ¿programmer 4¿. They have had multiple issues with programmer 3 for sooner close but never has happened during a pump procedure. It instead happened during ¿scs¿ (spinal cord stimulation) programming but had not caused any consequence and therefore the healthcare provider did not report it sooner. The healthcare provider was to see the patient probably next week.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider was attempting to set up a myptm for the patient, and while doing so they encountered error messages / codes 262 and 357. Additionally they got the message "myptm not available" in the patient's handset. The code 262 is regarding myptm information invalid and code 357 is regarding a pump memory error having occurred and ptm information having been lost.  Checking all the information entered while setting up the myptm option, and then attempting to update the pump again was being considered.  They planned to interrogate the pump and attempt to set up the myptm option again.  No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that regarding the clinician programmer software version at the time of the event, the rep managed to speak to the health care professional today (B)(6) 2025 and the information was unavailable and would not be made available in the future.